Manufacturer narrative:
The na, k, and cl electrodes' lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 6 patients¿ samples tested on a cobas pro ise analytical unit. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Sample 1: na: initial result: 138.1 mmol/l. Repeat result: 131.8 mmol/l. Sample 2: na: initial result: 147.3 mmol/l. Repeat result: 138.6 mmol/l. Cl: initial result: 97.2 mmol/l. Repeat result: 109 mmol/l. Sample 3: na: initial result: 151.3 mmol/l. Repeat result: 137.8 mmol/l. K: initial result: 6.3 mmol/l. Repeat result: 5.74 mmol/l. Sample 4: na: initial result: 141.1 mmol/l. Repeat result: 131.7 mmol/l. Sample 5: na: initial result: 145.8 mmol/l. Repeat result: 143.3 mmol/l. Sample 6: na: initial result: 133 mmol/l. Repeat result: 124 mmol/l. Cl: initial result: 82 mmol/l. Repeat result: 92 mmol/l.

Manufacturer narrative:
This issue was resolved by customer maintenance (running twice the green wash rack, exchange of all reagents, checking of the rinse unit, cleaning of the needles, and performing an ion-selective electrode/ise check). The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.